Manufacturer narrative:
The reported complaint of inability to communicate via bluetooth was confirmed. Final analysis found based on the received device diagnostics, a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic due to remote connectivity issues with their implantable cardioverter defibrillator. It was found that bluetooth telemetry was unavailable. Reset was performed and connectivity was restored. There were no patient consequences.